Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the illumination was poor using port 1 and when switched to port 2 there was only a very small improvement. Both ports were dim and had to increase power on the 2nd port in order to complete the procedure. There was no patient harm.

Manufacturer narrative:
The customer did not request service for the system. The system was manufactured on october 8, 2012. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).